Event description:
During a laparoscopic bilateral salpingectomy, the tissue began to adhere to the disposable laparoscopic ligasure. The ligasure then would not open and had to be pried open resulting in a piece breaking off. The broken piece was retrieved with no injury to the pt. Another disposable ligasure was used without problems.